Event description:
A nurse reported corneal infiltrates at the arcuate incisions two weeks post laser assisted cataract surgery. Patient was placed on a steroid and antibiotic drop. As patient was not improving, eye was red, swollen with a feeling like there was a film over the eye, they referred patient to a retina specialist. The retina specialist confirmed this was endophthalmitis. At the last visit patient was improving with no infiltrates seen and the antibiotic and steroid drops are still being used.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).